Manufacturer narrative:
A philips service engineer (se) evaluated the device and reported that the phenomenon was not confirmed. Functional testing was performed for the verification but no abnormalities were confirmed.

Event description:
The customer reported that the display had turned off. It was reported that the device powered on before the user touched the device. The device was in use at the time of the event, the patient was then transferred to a different device. No medical intervention or delay in therapy was reported. The investigation is ongoing.